Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00217 and 3007042319-2016-00218) submitted for devices related to the same event.

Event description:
It was reported by the vad equipment manager that the patient had been experiencing loose connections with the controller for two weeks accompanied by brief battery disconnects. On the way to clinic visit, the patient experienced a "critical battery" alarm and battery disconnect resulting in a "vad stop" condition. The patient remained asymptomatic during the event and exchanged his controller without issue. Log files were sent. The controller and one battery was replaced. Investigation is ongoing.

Manufacturer narrative:
One controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the returned battery revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the critical battery alarm may be attributed to a communication error between the controller and batteries. This is one of two reports (3007042319-2016-00217 and 3007042319-2016-00218) submitted for devices related to the same event.